Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that in early 2010, surgeon performed spinal fusion surgery on patient. Immediately after surgery, patient¿s pain ¿increased and was non stop¿. In (B)(6) 2011, patient underwent another spinal surgery. The patient reportedly continued to experience pain. In (B)(6) 2011, patient underwent another spinal surgery. The patient reportedly experienced ¿unbearable pain¿ and followed up with surgeon for treatment and pain relief. In (B)(6) 2012, patient underwent surgery to ¿clean out scar tissue and repair the sciatic nerve¿. Patient obtained a staph infection and ¿was near death¿. To date, the patient reports having constant pain.